Event description:
It was reported that post generator change the right ventricular (rv) lead alert triggered for sudden rise in bipolar impedance. Additionally, the rv lead showed rising bipolar impedance. Rv lead pull/tug test was performed and the lead did not pull out of the header. A pocket stimulation showed no noise. It was determined that the rv lead pin was initially mis-aligned in the cardiac resynchronization therapy defibrillator (crt-d) header. The physician went back in and inserted the rv lead pin further into the crt-d header to achieve optimal alignment. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4473 lead, implanted: (B)(6) 2007; dtpa2d1 crt-d, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance of the right ventricular pacing lead had a spike. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.